Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer received no delivery alarms on their insulin pump. It was also found the customer's reservoir would not allow insulin to pass into the tubing. Troubleshooting found the connection was secure, but insulin was not able to exit with the push plunger. The customer's blood glucose was 500 mg/dl. Customer's reservoir will be replaced. No additional information provided.